Event description:
It was reported that the ilet screen became unresponsive and displayed lines across the display, consistent with a screen damage malfunction of the user interface component. Symptoms included no alerts or alarms and inability to use the touchscreen. Outcomes included disruption to therapy that required device replacement and temporary reliance on backup therapy. Investigation included customer interview and review of photos provided. Investigation of this case revealed visible screen damage consistent with a hardware failure. It was concluded that the device experienced a screen failure requiring replacement.